Manufacturer narrative:
Stent delivery system was returned for analysis. A visual examination of the stent found that a stent strut on the distal section of the stent was lifted. The undamaged crimped stent od(outer diameter) was measured and the result was within maximum crimped stent profile measurement. A visual examination of the bumper tip showed no signs of damage. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found multiple kinks along several locations of the hypotube shaft. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination of the outer and mid-shaft section found no issues with the extrusion shaft. The bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in a very tortuous and calcified coronary artery. A 3.50 x 38 synergy¿ stent was advanced but failed to cross the lesion. Upon removing the device from the guide catheter, it was noted that a stent strut had lifted. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in a very tortuous and calcified coronary artery. A 3.50 x 38 synergy¿ stent was advanced but failed to cross the lesion. Upon removing the device from the guide catheter, it was noted that a stent strut had lifted. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.